Manufacturer narrative:
Vyaire file identification: (B)(4) any additional information received from the customer will be included in a follow up report. Log file shows that safety flag of both the batteries are 0x00400. The cell voltage of battery a is above 4000mv and battery b is near 4000mv. Both batteries were connected to the power supply for charging, however the batteries were not charging. Technical support asked the customer to perform a battery recondition to determine if component is for replacement.

Event description:
The customer reported that battery flat alarms were triggered on the bellavista 1000. There is no information about patient involvement in this event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Result of investigation: the suspect device was not returned to the manufacturer. Technical support evaluated the log tools and screen shot of the service screen revealed battery not requesting charging current.